Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer reported that the bronchovideoscope, " whenever the lever is moved, received error code e216, when moved to a different processor it did the same thing and freeze up the screen". The issue occurred during an unknown procedure. The device was replaced with a back up , similar device. There was no patient harm, no injury reported due to the reported event.